Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The stm reported that both battery 1 and 2 failed the runtime test even though the batteries are dated 2015, and should have 1 year of useful life left. The power activity logs showed nothing unusual for the batteries. The stm replaced the batteries as a pair and performed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. The initial reporter is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). Full event site name: (B)(6) medical center.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the run time test during a preventative maintenance(pm) service performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.